Event description:
According to the reporter: the instrument did not staple the inferior pulmonary vein causing a 1.21 hemorrhage. The surgeon sutured with thread to correct the issue. The pt was given a 1500ml blood transfusion.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2011.